Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information available states an induction test was performed and successfully stopped the inducted ventricular fibrillation.

Event description:
It was reported during device interrogation, no notifications or new vt/vf episodes were noted, however, it was found that the patient had some vt episodes that were not converted by the device. The patients clinical history showed that external defibrillation was used to cardiovert the patient. It was also noted that the patient was in hospital at that time undergoing an ablation for ventricular tachycardia. Induction testing will be performed at a later date to test the patients defib threshold. The patient condition is good.